Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be loose at the distal idlers. The housing was removed and a grip broken cable was found in the chassis area. The clamping pulley screws were found to be secured. There was no damage found on idler block.

Event description:
It was reported that during a davinci s hysterectomy procedure, the customer noted a 'broken cable' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.